Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation proceudre with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a lifted ring and white foreign material attached to it. During the procedure, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, fourier-transformed infrared spectroscopy (ftir) study, and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed that ring #2 was lifted and white foreign material was attached to it, additionally, reddish material inside the pebax was observed. A screening test was performed, and the device was visualized and recognized correctly; however, a high force and force vector negative were displayed due to the reddish material inside the pebax. A ftir study was performed on the material and revealed that this material was mostly composed of polyethylene-based material with a second component barium sulfate. A manufacturing record evaluation was performed for the finished device 31150027m, and no internal action was found during the review. The issue reported by the customer was confirmed. As the materials found through the ftir study were not used during the manufacturing process the potential cause of the lifted electrode could be related to the interaction between the sheath and the device during the procedure which may have allowed the reddish material to enter the pebax through this area and may have caused the force issue described by the customer; nevertheless, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system, prior to use of the force feedback feature. Zero the contact force reading when moving the catheter from one chamber of the heart to another or upon reinsertion. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).